Manufacturer narrative:
B.6. Imaging evaluation: centerline reconstruction from the pre implant CT dated (B)(6) 2019 illustrates that the minimum flow lumen diameter in the first 3cm of the ibe component appears to be 14mm, the recommended flow lumen diameter is = 17mm. Centerline reconstruction from the post implant CT dated (B)(6) 2020 illustrates thrombus development in the ibe component. Centerline reconstruction from the post implant CT dated (B)(6) 2020 illustrating a total occlusion of the ibe ipsilateral limb. Axial image from the post implant CT dated (B)(6) 2020 illustrating thrombus development in the ibe component. Axial image from the post implant CT dated (B)(6) 2020 illustrating a total occlusion of the ibe ipsilateral limb. Axial image from the post implant CT dated (B)(6) 2020 illustrating that the total occlusion appears to extend into the distal external iliac. Axial image from the post implant CT dated (B)(6) 2020 illustrates that there appears to be a reconstitution of flow at the level of the left femoral head.

Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2019 a patient underwent treatment of an iliac artery aneurysm with gore® excluder® iliac branch endoprostheses. On (B)(6) 2020 an external iliac artery limb occlusion was detected by CT. The device appeared to be kinked. The physician communicated with the patient who stated he has no symptoms other than mild claudication on long walks so he just slows down. The physician decided to monitor the patient and follow up with another CT in 2 months.